Event description:
It was reported that during a follow up, the pulse generator exhibited ventricular oversensing which resulted in pacing inhibition. Review of the session records revealed noise on both the atrial and ventricular channels. The device was reprogrammed and remained implanted.